Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by high temperature and stomachache. The cause and treatment of the event were not reported. The patient was hospitalized for one week due to high temperature and peritonitis event. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2021. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.